Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified proximal right coronary artery. The lesion was predilated with a 2.5x15mm balloon. The taxus express2 2.75x24mm drug eluting stent was advanced to the target lesion, but was unable to cross the lesion. The physician made several unsuccessful attempts to cross the lesion. When the device was removed, the proximal edge of the stent was found to be lifted. The lesion was dilated again at high pressure and the physician completed the procedure with a 2.75x20mm taxus stent. No pt complications occurred. Pt status is satisfactory.